Manufacturer narrative:
Conclusion statement: the reported event of high impedances was confirmed. As received, the penta lead had all its internal wires broken, that would cause high impedance and is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation and x-rays indicated the lead was fractured. As a result, the patient's lead was explanted and replaced. Surgical intervention resolved the patient's issue.